Event description:
It was reported via medwatch "bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylet reference # s1275108fd5, lot # rehn2437 & regy0842 noted leakage with flushing at rubber-like stopper. Rehn ultimately successfully placed. Stylets retained." This file addresses lot# rehn2437. Additional information received (B)(6) 2023: it was reported there were no visible cracks or holes that caused leakage. No harm noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.